Event description:
Rn noted fluid dripping on floor and while investigating, noted the IV tubing had broken apart at the filter. The result was clotted central venous line. The line was discontinued and peripheral lines started. Pt was not harmed this time, though this could have been deadly.